Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that there was a misalignment of the motor coupler and the cpc connector. As a result, it was impossible to connect a morcellator, therefore, the blade would not spin. Upon opening the unit, it was found that the screws securing the motor to the bracket were loose and rubbing on the coupler collar. The front left corner of the top case was cracked and a rubber foot was missing. Upon repair of the unit, it was found that the two screws on the motor mount bracket to the motor mount riser and the collar screw were also loose.

Event description:
It was reported that a patient underwent a gynecological procedure in 2006. During the procedure, the system stopped working. The lights on the front display of the motor drive unit flickered and the blade of the handpiece device would not spin. The case was completed with another motor drive unit without any consequence to the patient.